Manufacturer narrative:
One used 6fr angio-seal vip device was received for product analysis. No other accessory components were returned. Visual inspection revealed that the collagen knot was found at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The hemostasis sheath was properly mated with the deployment sleeve. The deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopy was used to determine if the anchor was still present in the collagen. Under microscopy, the anchor could not be observed within the knot. IFU states: "once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the collagen was over tamped. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip device was implanted and removed with no anchor deployed or attached. The collagen was attached upon removal and the string was never cut. Hemostasis was achieved with manual compression. The patient was reported to be stable with a good pulse. The procedure outcome was positive. There were no other devices or equipment used with the reported device. Additional information received january 18, 2019. The procedure being performed was a cardiac catheterization. Pre-deployment angiogram was performed. A 6fr. Sheath was used. There was no calcification and nothing remarkable was noted during attempted deployment, however anchor was not present when pulled out, and the string had not been cut.